Manufacturer narrative:
The console was returned. Visual inspection of the console revealed that the purge flag to be missing. There was also noticeable residue at the behind the purge unit. The root cause of the clip sensor not working was a missing purge flag.

Manufacturer narrative:
The impella device was received and an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The abiomed field service representative reported that the user facility's automated impella controller (aic) had a clip sensor that was not working for purge infusion. A loaner was sent to the user facility. There was no patient involvement in this event.